Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: 1/9/2019. Additional narrative: it was reported that patient experienced adhesion. No additional information provided.

Manufacturer narrative:
Date sent to FDA: 2/8/2019. Additional narrative: it was reported that the patient experienced vomiting, nausea, abdominal pain, edematous small bowel, partial obstruction and hernia.